Event description:
The customer reported that the unit had lost the ECG and spo2 functionality, that it had lost confirguration, and that the shift test showed that it failed on ECG. There was no pt involvement.